Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement power cord was shipped to the site on 25 june 2015. A medtronic representative went to the site to test the equipment and replace the cable on 26 june 2016. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The power cable was returned to the manufacturer for analysis. The cable was returned without the molded plug. This prevented any investigation from being performed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not charging when docked in its usual location. The representative noted that the viewing station of the imaging system power cable was damaged. No additional information was provided. There was no patient present when this issue was identified.